Event description:
It was reported via clinical affairs that a patient who underwent a surgical valve replacement on (B)(6) 2012 experienced an episode of thrombocytopenia one day after surgery. The reported adverse event description noted: platelets <90k from baseline of 151k. Possible hepatic dysfunction. The issue was resolved.

Manufacturer narrative:
(B)(4) - thrombocytopenia . Additional manufacturer narrative: despite multiple attempts to obtain information from the customer site no additional documents such as an operative report, patient history or a discharge summary were provided. The adverse event form indicates the reported event was resolved 8 days later. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device malfunction or quality deficiency during manufacturing that may have caused or contributed to this event. Thrombocytopenia can be caused due to multiple factors such as, but not limited to, immune system disease, infection, and certain medications. Without additional patient information and medical history, the root cause of the reported adverse event could not be assessed further.